Event description:
Info received indicates the head of the bed is drifting down slowly when weight is placed on the bed.

Manufacturer narrative:
The technician replaced the head motor to repair the bed.